Event description:
A customer reported experiencing a cartridge alarm 30 during pumping. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. The customer was unable to successfully load a new cartridge, prompting tandem technical support to send a replacement pump and provide necessary instructions. The customer will use multiple daily injections (mdi) as a backup therapy to maintain insulin delivery and has been informed about using storage mode and the steps to follow upon receiving the new pump.